Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. Reportedly, loss of connection was due to customer's location at the time of event. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.